Event description:
It was reported to the MFR, by facility, per facility, a resident attempted to self-transfer from wheelchair to bed. While reaching for the upper siderail on his bed to use as assistive device to help him stand, it is reported that the siderail broke away from the frame of the bed at the welding point and then the bar that runs horizontal in middle of siderail, also broke causing the pt to lose his balance and land on the floor on his buttocks. Follow up investigation confirmed no injury to the pt and revealed the device was discarded. The facility was unable to confirm the serial number of the rail and stated the rails are changed from bed to bed as needed. MFR records reveal the most recent purchase of the rails occurred in 2002. The MFR will not be receiving the device for in-house evaluation. (B)(4) was entered into system for tracking purposes.